Event description:
The manufacturer became aware that a user of the dreamstation auto CPAP had states this device spitting out black particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report section b5 was captured incorrectly, it should be reported as below: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black particles. There was no report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. In h6 medical device problem code, evaluation method code, evaluation results code, component code and conclusion code has been updated in this report. In this report section h7 remedial action initiated and h9 recall (z) number has been updated. In section g3, h2, h6 and h11 has been updated.